Manufacturer narrative:
Submit date: 1/5/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 8-23-2016 that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2016 the service tech found that the unit had no sound.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. . If information is provided in the future, a supplemental report will be issued.